Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a factory reset, the user's dexcom g7 continuous glucose monitor did not pair with the ilet ¿go bionic¿ despite the device indicating it was attempting to pair; warmup had not started and the agent advised additional waiting time followed by call-back if the connection did not occur. Symptoms included no clinical effects. Outcomes included no impact to blood glucose, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and education focused on cgm pairing workflow and timing after factory reset. Investigation of this case revealed a pairing failure with the responsible device not identified, with no device component damage observed or reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and likely related to user setup or transient connectivity conditions post-reset.